Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and in-house testing of a retained kit of complaint lot 76250be00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. The ticket trending review did not identify any trends. A review of the device history record did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot. In-house sensitivity testing of a retained reagent kit of complaint lot 76250be00 was completed. All specifications were met, indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I anti-hcv reagent lot 76250be00 was identified.

Event description:
The customer observed a false negative alinity I anti-hcv result generated on an alinity I processing module for a 43-year-old male patient (sid (B)(6)). The alinity result = 0.99 s/co; cobas e801 results were repeatedly reactive (14 coi and 15 coi). There was no impact to patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p06 that has a similar product distributed in the us, list number 8p05, PMA p050042.

Event description:
The customer observed a false negative alinity I anti-hcv result generated on an alinity I processing module for a 43-year-old male patient (sid (B)(6). The alinity result = 0.99 s/co; cobas e801 results were repeatedly reactive (14 coi and 15 coi). There was no impact to patient management.